Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The touchscreen was found to be damaged; it could not be pressed or responded intermittently. A price quotation was prepared and provided to the customer. The fse suggested replacing the display screen, and they are currently awaiting approval from the customer. The customer was notified that a purchase order (po) is required to proceed with device evaluation/repair. As of, no response or po approval has been received from the customer. Due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re-opened and further evaluated as appropriate.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp)¿s touchscreen was unresponsive. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp)¿s touchscreen was unresponsive. There was no patient involved.